Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in (B)(6) 2015 (case FDA-2014-n-0736-2255, awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer reported for over year she suffered from terrible pain and at times could not walk, along with swelling, migraines, and was even at one point a physician thought it might be best to test for ms (multiple sclerosis). In (B)(6) 2013, after meeting with another gynecologist and going through physiotherapy with no improvement, essure was removed by hysterectomy. The product technical complaint investigation results which ptc number is (B)(4) was received on 18-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented for over a year a terrible pain and at times could not walk. Essure was then removed by hysterectomy. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the suggestive temporal relationship, causality with essure use cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.